Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported an alert was triggered when the right ventricular (rv) lead exhibited high impedance on the rv and superior vena cava (svc) coils. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.